Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37092, lot# 253500001, implanted: (B)(6) 2010, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient experienced stimulation in the wrong location. It was reported the patient¿s desired place of stimulation was in his back and down his legs; however he had trouble with feeling stimulation in his stomach. It was reported this issue had been going on since implant and that no one has been able to get stimulation out of the patient¿s stomach for very long. It was reported that when the patient met with the manufacturer representative a month and a half ago he was able to program the device so stimulation wasn¿t in the stomach. However, it was reported stimulation had returned to the stomach area. Additional information received reported the cause of the event was undetermined. It was reported that reprogramming had been previously performed. There were no reported abnormal impedances. No patient hospitalization was required as a result of the event. The patient¿s outcome was reported to be no injury. The patient later tried to request reprogramming as the stimulation was again in the stomach area and was uncomfortable when the patient increased it in order to feel it in the back. It was noted that the patient was unable to adjust stimulation. It was noted that the settings would not hold and the patient would need to be reprogrammed. Additional information received reported that the manufacturer representative was scheduled to meet with the patient at the health care professional (hcp) office on (B)(6) 2014. It was noted that there was a reported elective replacement indicator message. It was reported that impedances were taken and all were normal below 1000 but nothing low. It was noted the implantable neurostimulator was at 2.58 on the day of the report, which was just past the elective replacement indicator (eri) point. The reporter noted that longevity calculations were performed to estimate the battery life and were based on the following: 1 program, 8.25v, 200us, 40hz, 704 ohms, 16 hours/day use = 29 months. It was noted that the patient started increasing the voltage lately and was also getting more stimulation in the ribs and abdomen in late january around the time he called in. It was further reported that reprogramming, impedance testing and battery testing were done. It was noted that reprogramming was not effective in alleviating the abdominal stimulation and the battery strength showed that the device was at eri. The reporter noted the patient was not getting effective therapy because all the electrodes were giving abdominal stimulation, rather than back or leg stimulation as needed. The cause of the uncomfortable stimulation was not identified and the patient was referred to a health care professional to consider revising the paddle and replacing the battery. Additional information received reported that the device was taken out in late (B)(6) 2014 because the stimulation lead wires were implanted too low at implant and the patient felt stimulation in his stomach. When the patient turned his stimulation on, he felt it in his stomach since implant and it kept getting worse and worse over time. The patient fell a lot due to his neuropathy in the left leg. The patient felt his falls caused his stimulation to go further out of position. It was noted that in the end, they could not get stimulation to go outside of his stomach/belly button area. It was noted that the issue started about two years prior to the report. The patient was going to have another trial mid next month for a new stimulator.